Event description:
During an in-clinic follow-up, loss of capture, loss of pacing, decreased pacing and defibrillation impedance, and decreased sensing variation were observed on the device. The suspected cause of the event is due to premature battery depletion, although not confirmed. Additionally, the patient experienced dizziness as a result of the event. Diagnostic imaging was performed and revealed no abnormalities. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
Reported complaints of failure to capture, no output, premature battery discharge, low pacing and defib impedance and r-wave amp variation were confirmed. The device voltage was below end of life (eol) level upon receipt. Assessment of total projected longevity was performed, and the device battery was found to have depleted prematurely. Device was cut open and analysis performed found excessive current drain on the hybrid due to an anomalous integrated circuit (ic) as the cause of the premature depletion.